Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported event, of a damaged mpu, was confirmed when the unit was evaluated by technical service. The black power lead connector threads were damaged ¿ with thread damage on the mpu connector block cord clip side of the connector. The damaged threads did not prevent the black power lead connector on the controller from fully inserting into the mpu connector. However, the mating connector required an atypical amount of torque to fully thread (and lock) the connectors together. The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and transferred to the rental/loaner pool. The customer (had already) received a replacement unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the mpu assembly was made in jun 2020. The unit was packaged and placed into stock on jul 16, 2020. The unit was last sent to the customer on (B)(6) 2020 and had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 left ventricular assist system (lvas) patient handbook and the heartmate 3 lvas instructions for use (IFU). Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu was defective. A replacement was requested. It was reported that the patient had difficulty with connecting the mpu. There were no associated alarms with the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mpu was defective. A replacement was requested.